Event description:
The manufacturer received information alleging a ventilator sometimes reset and restarts during use. Also reports that the airflow momentarily stopped but resumed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported problem was unable to be duplicated. A reboot of the device due to an error e-95 was confirmed, main pca replaced to resolve. The outlet flow path and right side assembly were replaced for life related smell.